Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported being unable to power on the cycler, to technical services. Patient stated the reason the cycler would not turn on was a blackened power plug. The patient did not report seeing any fire, sparks or smoke from the plug. The patient completed the previous treatment without issue. Additional information was solicited but unavailable.

Event description:
...

Manufacturer narrative:
Plant investigation: the device was returned. The reported symptom can't turn on cycler was confirmed. The reported symptom physical damage was confirmed. As-received the front lcd screen was very dim; the failure was caused by bad inverter board. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed, completed without any failures or problems. A visual inspection of the returned cycler exterior showed no sign of physical damage. Passed mushroom head check. Test positive for glucose. The voltage check passed.

Event description:
...